Event description:
A customer contacted baxter's technical service center reporting that the catheter fell apart and wanted assistance to end therapy during dwell 1 on the homechoice (hc) machine. The technical service representative (tsr) assisted the caregiver (cg) in ending therapy. The cg would contact the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the nurse regarding the catheter falling apart, it was revealed that the home patient (hp) had actually tripped and fallen during exercise, and the tubing was pulled hard. The nurse suggested that this event may have loosened the connection at the titanium adapter. The nurse was unsure if the separation occurred between the titanium adapter and the catheter, or the titanium adapter and the transfer set. Per nurse, the titanium adapter and the transfer set were replaced. The nurse believed the separation occurred due to the fall and subsequent "trauma" to the titanium adapter connection. Per nurse, hp did not have any injury or harm as a result of this incident. The nurse added that the hp was given prophylactic antibiotics. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.